Event description:
It was reported that bd alaris smartsite gravity set was occluded the following information was received by the initial reporter with the following verbatim it was reported by customer that the IV line will prime, but when connected to pt's IV it will not continue to run by gravity.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that the IV line will prime, but when connected to patient's IV it will not continue to run by gravity. One sample was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The infusion set was primed and connected to a secondary infusion set to determine if there was any flow issues. There was no indication that there was any flow issues with the infusion set. The customer complaint of flow issues, fluid blockage could not be confirmed. A root cause for the reported issue was not established because the failure was not replicated. A device history record review for model 47177e lot number 24109064 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.